Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that reported loss of communication between transmitter and phone. Customer stated that resolved the issue by removing the sensor and turned out there was no electrode. Customer stated they did not report that electrode stayed in the body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.